Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture at high output. During the revision procedure, the patient was noted to be occluded on the left side, so the rv lead and right atrial (ra) lead were abandoned and a new system was implanted on the right side. No further patient complications have been reported as a result of this event.